Manufacturer narrative:
The customer cancelled the service call. Customer believes that the incorrect patient data was entered at the start. Not a system problem.

Event description:
It was reported that the image directory on the 6600 system is not showing the correct images (different patient images being displayed). There was no report of patient injury.